Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to loosening of the shell. The shell, two screws, and liner were revised to a stryker shell and mdm/adm liner construct (rep confirmed there are no allegations against the liner). Rep reported that no further information will be available.